Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, the pump generated a ¿no disposable clamp tubing¿ (ndct) alarm, indicating a high-priority condition that halted device operation and interrupted therapy delivery. Air was noted upon removal of the cassette; attempts to clear it by tapping and massaging the tubing were unsuccessful, and the issue persisted. There was patient involvement, and no harm was reported.